Event description:
In 2008, from a boston scientific employee became aware of a clinical study article, wallflex colonic stent placement for management of maligant colonic obstruction: a perspective study at two centers", published in gastrointestinal endoscopy 67:2008,pp77-84. The following information was derived from this article. According to the complainant, the wallflex enteral colonic stent " failed to cross [the] lesion" the physician completed the procedure with this device.

Manufacturer narrative:
Unable to cross lesion). The device manufacture date is unknown since the upn and lot number were not ascertainable from the complainant. The suspect device has not been returned therefore, the relationship between the device and this event is unknown. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.